Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. Based upon the provided information, a likely cause for the issue is that the device was not properly assembled however without the device for evaluation the root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 0035040, poole suction instrument (50/cs), was being used during an emergency laparotomy procedure on (B)(6) 2022 when it was reported, ¿we experienced some issues with 3 of this product overnight during an emergency laparotomy. Two (2) came apart within the open abdomen, and a third broke during assembly prior to use. I have been able to confirm these are all from the same batch/lot number.¿. The procedure was reported as having been completed without any injury, medical intervention, or hospitalization for the patient. The components were retrieved from the patient by hand causing a 5¿10-minute delay. It was advised that the patient is ¿absolutely fine¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 0035040, poole suction instrument (50/cs), was being used during an emergency laparotomy procedure on (B)(6)2022 when it was reported, ¿we experienced some issues with 3 of this product overnight during an emergency laparotomy. Two (2) came apart within the open abdomen, and a third broke during assembly prior to use. I have been able to confirm these are all from the same batch/lot number.¿. The procedure was reported as having been completed without any injury, medical intervention, or hospitalization for the patient. The components were retrieved from the patient by hand causing a 5¿10-minute delay. It was advised that the patient is ¿absolutely fine¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.